Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that blood glucose was high so they called the doctor. The customer was having the sniffles and don't want the flu so they gave customer a z pack. Patient's blood glucose at time of incident was 500mg/dl something. Patient's current blood glucose was 174mg/dl. Customer reports they don't feel when they are high or low. The customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.